Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience atrophy, which caused incontinence. The existing aus was explanted and replaced. There were no additional patient complications.